Manufacturer narrative:
Additional information has been requested. Once the investigation has been complete any additional information will be reported in a supplement.

Event description:
Dr reported in his letter that after performing a surgery on a patient in a study, a moderate peroneus lesion was stated in the patient the next day. Further information and x-rays are already being requested.